Event description:
The customer alleged they received a questionable cholesterol gen.2 (chol) result for one patient on their c501 analyzer. The patient's initial chol result was 9.06 mmol/l. The customer stated the patient was shocked to find her chol level higher than previous ones. The repeat result was 4.79 mmol/l. There were no adverse events. The chol reagent lot number and expiration date were not provided.

Manufacturer narrative:
A specific root cause could not be determined with the information provided. The reaction kinetics provided for investigation for both samples appeared normal.

Manufacturer narrative:
This event occured in (B)(6).